Event description:
The manufacturer's representative reported the patient's drug pump and catheter were explanted due to infection. No patient symptoms or outcome were provided. The drug in the patient is unknown at this time. Additional info has been requested from the hcp, but was not available at the time of this report. See MFR report #: 6000030-2007-01098.